Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the replacement central processing unit (cpu) printed circuit board assembly (pcba) and motor controller (mc) pcba needed to be ordered as the 1104 "backup alarm failed" and 1115 "auxiliary alarm supply failed" alarm errors occurred during annual preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to order the replacement central processing unit (cpu) printed circuit board assembly (pcba) and motor controller (mc) pcba as the 1104 "backup alarm failed" and 1115 "auxiliary alarm supply failed" alarm errors occurred during annual preventive maintenance (pm). Device evaluation and repair are pending, and this investigation is ongoing.